Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the event was unknown. On an unreported date, the patient was treated with unknown antibiotics (dose, frequency, route of administration, and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Additional information was requested but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14e15084, h14d30029 and h14d08090. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).